Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the none of the buttons of the insulin pump were working. The customer¿s blood glucose level was 157 mg/dl and 85 mg/dl respectively. The customer was treated with manual injection for blood glucose level. The customer also stated that the up, down and act buttons are hard to push. Customer also stated that the insulin pump got warm while sleeping. Customer was advised to observed time clock for one minute to verify if time advances and found still accurate. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.